Manufacturer narrative:
The initial reporter's facility name: integrated health and social services centre of the north shore. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Corrections: f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone urinary catheter balloon number 22 appears to have burst inside the bladder, causing it to be removed immediately. Once analyzed and tested, the balloon with a 30 ml capacity was indeed found to be non-existent. Per customer follow up information received via email on 06feb2026, it was reported that some information was missing, but the following details had been received. The balloon of the urinary catheter, 3-way porges 100% silicone urinary catheter, size 22, 50 ml, lot 09698842 appeared to have burst inside the bladder, resulting in its immediate removal. Upon analysis and testing, the balloon was confirmed to be missing. The complete membrane of the inflated balloon with 30 ml for the same 3-way porges 100% silicone urinary catheter, size 22, 50 ml, lot 09698842, was not found and was presumed to be inside the patient¿s bladder. The urologist had been contacted, but the follow up from that consultation was not available.

Event description:
It was reported that the silicone urinary catheter balloon #22 appears to have burst inside the bladder, causing it to be removed immediately. Once analyzed and tested, the balloon with a 30 ml capacity was indeed found to be non-existent.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. (B)(4) was reviewed for this investigation. The reported event is addressed in step #155. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Product labeling was reviewed for this investigation. The labeling is found to be adequate. The reported event is addressed within the labeling as it states, warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage latex and may cause the balloon to burst. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. A DHR could not be performed since no lot number was provided. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone urinary catheter balloon #22 appears to have burst inside the bladder, causing it to be removed immediately. Once analyzed and tested, the balloon with a 30 ml capacity was indeed found to be non-existent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.